Event description:
It was determined that right internal ilac needed to be stented. A 6.5f merit sheath exchanged with an arrow 6fx24cm in the right femoral groin. During the exoseal deployment, the collagen was still intact inside the plastic sheath. No hematoma noted during failed deployment. Patient was not in pain or discomfort. Applied femostop.